Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that submitted log files captured a low power hazard/no external power event on (B)(6) 2021 when the mobile power unit (mpu) power was interrupted. It was reported that it was unknown whether the mpu had a v-lock connector on the ac power cord, whether the power cord came loose at the outlet or at the back of the unit, or whether there were any environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and low voltage hazard alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 4 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). A low voltage hazard alarm and a no external power alarm were captured on (B)(6) 2021 at 10:37:29 due to a loss of ac power while connected to the mpu. The system controller backup battery supplied power to the system without issue during the loss of external power. The alarms resolved when power to the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the mpu will not be returned. It was also reported that the mpu serial number and the cause of the loss of power was unknown. Additionally, it is unknown if the mpu had a v-lock connector on the ac power cord. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage hazard and no external power alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii IFU section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate ii left ventricular assist system (lvas), including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the mpu. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting/cleaning mpu. The heartmate ii patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.